Manufacturer narrative:
Product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Consumer called stating toothbrush heads kept coming away from the toothbrush and coming off in her mouth. No injury was reported.